Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('pelvic inflammatory disease') in a 37-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "unilateral occlusion (left tube occluded)". The patient's medical history included gestational diabetes mellitus in 2007, ectopic pregnancy and menses painful. Previously administered products included for an unreported indication: metformin in (B)(6) 2007 and glyburide in b)(6) 2007. Concurrent conditions included morbid obesity, diabetes, hyperlipidemia and seizures. Concomitant products included ibuprofen, levetiracetam, metformin and paracetamol (acetaminophen). On b)(6) 2008, the patient had essure inserted. In b)(6) 2008, the patient experienced urinary tract infection ("urinary tract infections/infection (bladder/ urinary tract/vaginal) ") and cystitis ("infection (bladder/ urinary tract/vaginal) - bladder infection"). In b)(6) 2009, the patient experienced weight fluctuation ("weight fluctuation / weight gain/loss/weight loss"). In b)(6) 2009, the patient experienced abdominal pain lower ("cramping/left sided abdominal pain"). In b)(6) 2010, the patient experienced menorrhagia ("menorrhagia, heavy bleeding, irregular bleeding"), fatigue ("fatigue / tiredness"), arthralgia ("hip pain / joint pain"), uterine pain ("uterine pain"), myalgia ("muscle pain") and rheumatic disorder ("connective and tissue pain"). In b)(6) 2010, the patient experienced tooth disorder ("dental problems"), depression ("depression/psych injury"), anxiety ("emotional anuguish") and dental caries ("tooth decay or loss"). On b)(6) 2010, the patient experienced dysgeusia ("metallic taste in mouth"), alopecia ("hair loss"), rash ("rashes") and pruritus ("itching"), 2 years 3 months after insertion of essure. In b)(6) 2010, the patient experienced dyspareunia ("pain during intercourse/ dyspareunia"). In 2010, the patient experienced vaginal haemorrhage ("vaginal bleeding") and fungal infection ("yeast infection"). In b)(6) 2010, the patient experienced pelvic pain ("pelvic pain"), abdominal pain ("severe abdominal pain"), vaginal discharge ("irregular vaginal discharge"), back pain ("severe back pain"), dysmenorrhoea ("dysmenorrhea /abnormal menstrual pain") and genital haemorrhage ("abnormal bleeding (general)"). In b)(6) 2016, the patient experienced migraine ("migraines") and headache ("headaches"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), vaginal infection ("irregular vaginal infection"), cyst ("cysts"), visual impairment ("vision problems"), seizure ("seizures") and type 2 diabetes mellitus ("blood or heart disorder/condition - type ii diabetes") and was found to have weight decreased ("weight loss"). Essure treatment was not changed. At the time of the report, the pelvic inflammatory disease, vaginal haemorrhage, menorrhagia, tooth disorder, fatigue, alopecia, fungal infection, migraine, headache, depression, rash, weight fluctuation, cyst, arthralgia, uterine pain, myalgia, rheumatic disorder, pruritus, anxiety, dental caries, visual impairment, seizure, genital haemorrhage, cystitis, type 2 diabetes mellitus and weight decreased outcome was unknown and the pelvic pain, urinary tract infection, abdominal pain, abdominal pain lower, vaginal discharge, vaginal infection, back pain, dyspareunia, dysgeusia and dysmenorrhoea had not resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, anxiety, arthralgia, back pain, cyst, cystitis, dental caries, depression, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, fungal infection, genital haemorrhage, headache, menorrhagia, migraine, myalgia, pelvic inflammatory disease, pelvic pain, pruritus, rash, rheumatic disorder, seizure, tooth disorder, type 2 diabetes mellitus, urinary tract infection, uterine pain, vaginal discharge, vaginal haemorrhage, vaginal infection, visual impairment, weight decreased and weight fluctuation to be related to essure. The reporter commented: current weight 180 lbs. (B)(6) 2009 hysterosalpingogram (per pfs). Results: unilateral occlusion (left tube occluded). Right salpingectomy done before essure placement. Discrepancy noted insertion date: ?(B)(6) 2009 previously reported and (B)(6) 2008 in current pf patient received treatment for pain,bladder/urinary problems. Discrepancy noted insertion date: (B)(6) 2008, (B)(6) 2008. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 40.2 kg/sqm. Hysterosalpingogram - in (B)(6) 2009: results: full occlusion of fallopian tubes. Imaging procedure - on (B)(6) 2008: essure confirmation test(unspecified)bilateral occlusion. Most recent follow-up information incorporated above includes: on 31-jan-2020: pfs received. New events : abnormal bleeding (general); infection (bladder/ urinary tract/vaginal) - bladder infection, blood or heart disorder/condition - type ii diabetes, device ineffective were added. New reporters, concomitant drugs added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('pelvic inflammatory disease'), pelvic pain ('pelvic pain') and seizure ('seizures') in a (B)(6)-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gestational diabetes mellitus in 2007, ectopic pregnancy and menses painful. Previously administered products included for an unreported indication: metformin in (B)(6) 2007 and glyburide in (B)(6) 2007. Concurrent conditions included morbid obesity, diabetes, hyperlipidemia and seizures. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2009, the patient experienced abdominal pain lower ("cramping/left sided abdominal pain") and dysmenorrhoea ("dysmenorrhea /abnormal menstrual pain"). In (B)(6) 2010, the patient experienced pelvic pain (seriousness criterion medically significant), abdominal pain ("severe abdominal pain"), vaginal discharge ("irregular vaginal discharge"), back pain ("severe back pain"), dyspareunia ("pain during intercourse"), menorrhagia ("menorrhagia, heavy bleeding, irregular bleeding"), fatigue ("fatigue / tiredness"), weight fluctuation ("weight fluctuation / weight gain/loss/weight loss"), arthralgia ("hip pain / joint pain"), uterine pain ("uterine pain"), myalgia ("muscle pain") and rheumatic disorder ("connective and tissue pain"). In (B)(6) 2010, the patient experienced tooth disorder ("dental problems"), depression ("depression/psych injury"), anxiety ("emotional anguish") and dental caries ("tooth decay or loss"). On (B)(6) 2010, the patient experienced dysgeusia ("metallic taste in mouth"), alopecia ("hair loss"), rash ("rashes") and pruritus ("itching"), 2 years 3 months after insertion of essure. In (B)(6) 2010, the patient experienced urinary tract infection ("urinary tract infections"). In 2010, the patient experienced vaginal haemorrhage ("vaginal bleeding"), fungal infection ("yeast infection"), migraine ("migraines") and headache ("headaches"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), vaginal infection ("irregular vaginal infection"), cyst ("cysts"), visual impairment ("vision problems") and seizure (seriousness criterion medically significant). Essure treatment was not changed. At the time of the report, the pelvic inflammatory disease, vaginal haemorrhage, menorrhagia, tooth disorder, fatigue, alopecia, fungal infection, migraine, headache, depression, rash, weight fluctuation, cyst, arthralgia, uterine pain, myalgia, rheumatic disorder, pruritus, anxiety, dental caries, visual impairment and seizure outcome was unknown and the pelvic pain, urinary tract infection, abdominal pain, abdominal pain lower, vaginal discharge, vaginal infection, back pain, dyspareunia, dysgeusia and dysmenorrhoea had not resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, anxiety, arthralgia, back pain, cyst, dental caries, depression, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, fungal infection, headache, menorrhagia, migraine, myalgia, pelvic inflammatory disease, pelvic pain, pruritus, rash, rheumatic disorder, seizure, tooth disorder, urinary tract infection, uterine pain, vaginal discharge, vaginal haemorrhage, vaginal infection, visual impairment and weight fluctuation to be related to essure. The reporter commented: current weight (B)(6) lbs. (B)(6) 2009 hysterosalpingogram (per pfs). Results: unilateral occlusion (left tube occluded). Right salpingectomy done before essure placement. Discrepancy noted insertion date: (B)(6) 2009 previously reported and (B)(6) 2008 in current pfs. Patient received treatment for pain, bladder/urinary problems. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 40.2 kg/sqm. Hysterosalpingogram - in (B)(6) 2009: results: full occlusion of fallopian tubes. Imaging procedure - on (B)(6) 2008: essure confirmation test(unspecified)bilateral occlusion. Most recent follow-up information incorporated above includes: on 12-sep-2019: pfs received: new events seizures, vision problems were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. A review of our complaint records and other non-conformances data was conducted; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.